Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement due to normal eri, failure to capture and high, out of range, pacing lead impedance was observed on the atrial lead. Fracture was also noted. The lead was capped and replaced on (B)(6) 2016. No further information was provided.